Event description:
It was reported that the customer went to the emergency room with an elevated blood glucose level, value was not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.